Manufacturer narrative:
(B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an event of kinked cannula with three infusion sets after using for a few hous. Patient noticed the symptoms within three hours of insertion. Patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.